Event description:
The devices were originally returned to the manufacturer with no information. It was later reported that the pt experienced pain. The pt had fallen on her buttocks several times. Since the fall, her device did not work as well as before. She experienced intermittent stimulation. She came to have her device reprogrammed and it was found that her lead impedance measurements were greater than 4,000 ohms on 4 circuits. An x-ray confirmed that there was no lead migration. The pt underwent surgical intervention. The physician replaced her neurostimulator (ins) and hooked her lead to it. The impedance check failed multiple times. The lead was taken out of the ins, cleaned, checked and replaced back into the ins. The impedance was still bad. A new lead was placed on the opposite, right side. When this lead was tested, the pt had excellent vaginal and toe response, along with bellows. The lead was tunneled over to the original ins pocket and connected to the new ins with normal impedances. No surgical complications were reported and the pt was doing well.